Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic total gastrectomy, the cartridge came off when the jelly was put on the cartridge side. No pieces fell into the patient and no bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n54856. Additional information was requested and the following was obtained: what was the product code of the device that the ecr60w cartridge was being used with (pce60a, plee60a, ec60a, etc.)? No information. The analysis results showed that one ecr60w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the test device without difficulties during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.